Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reverted to manual injections for insulin therapy. Customer delivered multiple manual insulin injection boluses, and customer¿s blood glucose (bg) level dropped (40-400 mg/dl). Customer consumed soda to address bg.